Event description:
It was reported that long charge time anomaly was observed. Additional evaluation is planned for patients next follow up. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.